Event description:
Material no: 2420-0007, batch no: 20033354. It was reported that the parts were separated inside of the packaging.

Manufacturer narrative:
Four photos were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that there was separation between the tubing and the smartsite's inlet port; therefore, the incident could be verified. A device history record review for model: 2420-0007, lot number: 20033354 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25march2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the separation has been identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 2420-0007. Batch no: 20033354 it was reported that the parts were separated inside of the packaging.